Event description:
The customer reported that the frame joint hinge at the stitching pt support broke on one side which caused the foot plate of the pt support to drop on the foot of the x-ray tech. This resulted in the techs toe nail coming off. No medical intervention was required.

Manufacturer narrative:
Additional narrative: the patient support is equipped with a foot plate which can be tilted into upright position. When the fixing clamp fails the footboard can fall down. The field service engineer observed that an existing fco was not implemented and one hinge was defective. This resulted in an incorrect position of the foot plate and the fixing clamp can no longer guarantee a secure hold of foot plate in upright position. A previous CAPA resulted in the existing fco which fix the secure hold of foot plate in case of damaged hinge. The engineer installed the fco and replaced the defective hinge. The system works again as specified. (B)(4).

Event description:
The customer reported that the frame joint hinge at the stitching patient support broke on one side which caused the foot plate of the patient support to drop on the foot of the x-ray tech. This resulted in a fracture of the techs tip of the toe and nail coming off.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u will be sent. (B)(4).